Manufacturer narrative:
(B)(4). The device was returned and eval by baxter. The device eval confirmed the (.), #5, #6, #7, #8 and the #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (.) Key will occur following the selected key's function (e.g. When the #1 key is pressed 1(.). Will be displayed. When in alphabetic mode and the abc key is selected, a will be displayed along with a second audio response, which does not interfere with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had a keypad which was not functioning properly. It was also reported that there was no pt involvement.